Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 3.00 x 38mm, concentric, de novo target lesion with a less than or equal to 45 degree bend was located in the mildly tortuous and severely calcified right coronary (rca) artery. The target lesion was predilated. While advancing a 3.00 x 38mm promus elite drug eluting stent, significant resistance was encountered. Following stent deployment, a dissection was noted. A 2.75 x 20mm promus elite drug eluting stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable.